Event description:
A customer reported that the cutter passed testing during setup, however, during the procedure, cutting was poor. The case was completed using an alternate probe. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed and no anomalies were detected. The associated lots (four) were released based on the manufacturer's acceptance criteria. The root cause could not be determined. All probe components are 100% visually and functionally inspected by trained operators during manufacturing. No additional action is required at this time. (B)(4).